Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a cystoscopy for left ureterolithiasis procedure in the ureter on (B)(6) 2014. According to the complainant, during the procedure, a small fragment of the laser fiber tip broke off inside the patient. The physician made several attempts to retrieve the broken tip fragment of the laser fiber using basket, graspers and biopsy forceps however was unsuccessful. According to the physician, there is a good chance for the broken tip will pass and no further action will be taken. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported event of fiber tip detached. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.